Manufacturer narrative:
Unit received with operational currents within specifications and passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 and power loss alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump received replace battery alarm. The customer¿s blood glucose level was 140 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to continued to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.